Event description:
End-user reports the skin located at the ileostomy site, under the wafer's tape border, presented with redness and itching after 1 day of use.

Manufacturer narrative:
The event as described is deemed a serious injury. From a preliminary clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (sh) acrylic collar moldable wafer and this event is deemed possible because the product used is temporally associated with the skin where the problem occurred. According to the end-user, years ago she was unable to wear the sur fit natura wafer with tape border due to skin irritation; therefore, her ostomy nurse suggested that she try a product with hydrocolloid collar. Samples of product was sent for use. It is reported that end-user has continued use of samples and solid wafers, which has retracted the stoma as a result. Additional samples have been sent in life embrace (le) case. No medical treatment was provided, and end-user has decided to return to tapeless border wafers. Instructions on skin care and the proper use of stomahesive powder and allkare protective barrier wipes was discussed with end-user. No additional patient/ event have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2013.